Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The proximal and distal conductors of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead passed an introducer test.

Event description:
It was reported that the insulation of the left ventricular (lv) lead was perforated by the guidewire as the scrub technician was backloading the lead. No attempt was made to implant the lead. No patient complications have been reported as a result of this event.